Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to infection and cholesteatoma. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, january 29, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed june 13, 2015.